Event description:
The pump was returned for investigation. Investigation revealed a damaged battery cap. This report is made based on results of investigation completed on (B)(4) 2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During a visual inspection of the pump the battery cap threads were observed to be damaged; a test cap was used to complete investigation. Unrelated to this issue, the keypad cover was observed to be torn at the ok button. All of the keypad buttons responded properly to user presses. (B)(6).